Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose from (B)(6) 2018 with blood glucose of 400 mg/dl at the time of the incident. The customer was at 85 mg/dl at the time of the call. The customer used the pump and manual injections to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the highs. The customer had lows on (B)(6) with 90 mg/dl and (B)(6) 2018 with 30 mg/dl. The insulin pump will not be returned for analysis.